Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Also the insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and obscures programming. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.